Event description:
It was reported to philips that the flexvision monitor was completely black, indicating a system start up issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the request information. The philips field service engineer (fse) inspected the system on site and confirmed that system did not start up. Upon troubleshooting fse found that the issue with pdu power surge board. To resolve this issue, fse replaced pdu overvoltage protection board. The defective pdu board was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.